Event description:
It was reported that (1) device was used during a laparoscopic gastrectomy. It was reported by the affiliate that the tlc55 firing knob would not move. Another instrument was used to complete the case. There was no consequence to the pt.